Event description:
Rptr stated that product literature directs that the lenses should not be used if they are frozen. She stated that the product is shipped to them from the firm surrounded by dry ice and the lenses are frozen when they are rec'd. The rptr further stated that the firm's sales rep indicated that the lenses can be used after being frozen, but when she requested documentation of this affirmation, the firm was unable or unwilling to supply it. The sales rep reportedly told the rptr that the product is rec'd in the same condition at other hospitals and they have not expressed concern about thawing and using it.